Event description:
In 2008, the pt reported that she inserted a battery in her backup infusion device and the display was missing segments. The pt was driving and was not able to troubleshoot. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.